Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Cold insulin had been used. While troubleshooting with tandem technical support, customer declined to reload the cartridge. Customer also reported that they have experienced multiple cartridges where there was resistance when filling the cartridge. Tandem technical support was unable to troubleshoot as event occurred in the past. There was no reported impact to the customer's blood glucose level.